Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported "severe right capsular contracture, baker grade IV, right breast deformity, painful, ruptured breast implant, discoloration of right breast implant". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.9, h.3, h4, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ product discolored: observed wear abrasion on device. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported "severe right breast baker IV capsular contracture, right breast deformity, painful, ruptured breast implant, discoloration of right breast implant". The device has been explanted.